Manufacturer narrative:
Complaint number (B)(4) (jan 25, 2016). No samples were received for evaluation. Please advise the customer that we must have samples returned for quality assurance so that a proper investigation may be conducted. Should the customer encounter any issues in the future, please advise them to save the samples for investigative purposes. We have no further inventory of the material/batch. We have no further complaints on the material/batch. We forwarded the complaint to our supplier for their investigation and comments. A check of production records shows no documentation indicating deviations. Retain samples were visually inspected and no defects in any components, tubing or connecting areas could be observed. The safety mechanisms were activated; there was no difficulty in engaging the safety in tested samples. Functional testing was performed. Move force, pull force between protector and stopper and return force (after lock) were all measured; all results were within specification. The complaint could not be confirmed. Addendum to complaint: (B)(4) (jan 29, 2016). We received 15 loose pc 450096/15f30. Samples were visually inspected and no deviations could be observed. The safety mechanisms were activated. They were found to work properly and lock with audible click. There was no difficulty in engaging the safety in tested samples. The locked protectors were manipulated but the safety lock mechanisms did not release back. The compliant can not be confirmed.

Event description:
Customer indicated that a needle stick injury occurred. The employee removed the needle from the patient without engaging the safety first and the exposed needle punctured her finger. The facility requested additional training for the employee. The event was not life threatening, did not result in permanent impairment of a body function or in permanent damage to a body structure, and no medical or surgical intervention to preclude permanent impairment or damage was necessary.